Manufacturer narrative:
Additional manufacturer narrative: smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after 5 days in use, air leakage was observed. No adverse health outcome resulted.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection observed a small hole on the cuff surface. Leak testing was conducted by submerging the unit under water. A fine leak was detected on the cuff surface. The instructions for use state that all tracheostomy products should be leak tested immediately prior to use. It also cautions to avoid contact with sharp edges to avoid cuff damage. The reporter noted this device was in use for 5 days prior to event; therefore, it can be concluded that the device was somehow damaged during use.